Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
It was reported that the patient presented in clinic with complaints of loss of consciousness and syncope. Upon interrogation, it was revealed that the patient's right ventricular lead failed to capture due to high capture threshold. During the lead repositioning procedure, optimal electrical values were not met as capture threshold was high and pacing impedance was also noted to be high and out of range. The lead was then explanted and replaced. The patient was stable.